Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest on or about (B)(6) 2008 and subsequently expired after the use of the product.

Manufacturer narrative:
The is one event for the same patient involving two separate products.